Event description:
(B)(4). Initial info reported by a physician to a sales rep on (B)(6) 2009 and additional info received from a physician on (B)(6) 2009: an elderly female received a total of two vials of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] for cosmetic use on two separate dates. On (B)(6) 2007, poly-l-lactic acid was reconstituted with 6 millimeters (mm) of sterile water and the pt was injected in cheekbones, nasolabial folds and marionette lines with one vial. In (B)(6) 2007, the pt was fine and returned for a second poly-l-lactic acid injection. Again, poly-l-lactic acid was reconstituted with 6 mm and was injected into each of her cheekbones with one vial. Fifteen months later ((B)(6) 2009) she presented with uniformly rock hard cheekbones without redness, hotness or pain. She looks great but hates the feeling. Physician had previously injected botulinum toxin (botox) and juviderm in the pt without incident. Medical history reported as high blood pressure and no known allergies. Concomitant medications were reported as "none". No further relevant info reported.

Manufacturer narrative:
Additional info received from physician on (B)(6) 2009: no new medical info reported. Additional info for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unk,) from product technical complaint report case ID (B)(4) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Since no lot number available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.